Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010: patient presented with discogenic pain l5-s1. Nicotism. Patient underwent the following procedures: anterior lumbar retro-peritoneal exposure. L5-s1 anterior lumbar discectomy for decompression. L5-s1 anterior lumbar inter-body fusion with allograft. Bone morphogenic protein implantation. L5-s1 segmental internal fixation with peek cage and plates. As per-op notes, ¿a cage packed with bmp and allograft was countersunk. Additional allograft was packed lateral and anterior to the cage.¿ no patient complications were reported. Postoperatively the patient the patient was diagnosed with pseudoarthrosis and radiculitis at l5-s1 level due to which the patient underwent revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.